Manufacturer narrative:
Age: unk. Sex: unk. .weight:unk. Ethnicity- unk. Race: unk. -date if event:unk explanted: unk. .implanted: unk. (B)(4).work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -13.00/3.5/088 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's eye. Reportedly the "lens was removed due to severe pain, lens was wrong length. Surgeon removed lens and did not implant any other lens." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
Date received by manufacturer: 16-sep-2019 should have been included in supplemental #1 medwatch report. Patient code: 1937. Patient code: 3191 no code available (medical intervention). Patient received medical intervention and elevated iop still remained. Claim#: (B)(4).

Manufacturer narrative:
The reporter indicated that a 13.2mm, tmicl13.2, -13.00/3.5/088 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Elevated iop (52 mmhg) without pupil block was observed on (B)(6) 2019. Lens was removed on (B)(6) 2019. Cause of the event is reported as oversized per reporter, per patient's last visit on (B)(6) 2019, bcva: 20/40, iop: 18 mmhg, eye status white and quiet." Claim#: (B)(4).